Manufacturer narrative:
(B)(4). Batch # n90r36. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 08/22/2016. Additional information was requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers? Yes. If no: was the device on a vessel/artery when it would not open? No. If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? N/a. Did the removal cause any damage to the vessel/artery? N/a. If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? No, used a different energy device.

Event description:
It was reported that during an open low anterior resection procedure, the device jaw would not open after the cycle completed and knife blade returned to start position. Surgeon checked the blade none was found. The problem continued. Procedure completed with same/like device. There was no adverse consequence to the patient.